Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: d8. Based on the results of the investigation, the ¿foreign material was in the air/water channel¿ was confirmed. It could not be specified what the foreign material was and the root cause of the remaining foreign material. The reprocessing steps at the material residue point did not deviate from the instruction manual. It was not confirmed if there was physical damage at the material residue point. There was no report that the device was used for procedure while the event occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. ¿ the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the scope was soaked in a detergent solution, the suction channel was flushed with air and water, the scope was wiped/brushed, and the scope was flushed with a detergent solution during reprocessing. The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additionally, the device evaluation found the control knob movements had minor play, the distal end plastic cover was dented, the objective lens had a chip, and the light guide tube had some buckling. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the air/water supply of the evis exera iii gastrointestinal videoscope was insufficient to clear the objective lens. The issue was found when preparing the scope for use in a diagnostic esophagogastroduodenoscopy (egd) procedure. A similar device was used to complete the procedure. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, foreign material was found in the air/water channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.